Event description:
Information received by medtronic indicated that the insulin pump is taking longer process for prime and rewind than before along with unexplainable or false no delivery alarm. Customer also stated that the battery cap was stripped and worn along with scratched screen. Customer also stated that the pump clip was broken. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.